Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge unless the cable was held to the usb port when charging. The customer¿s blood glucose was 150 mg/dl. Reportedly the customer continued to use the pump for insulin therapy and had manual injection available.